Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set leakage from quick release and tubing came apart event on (B)(6) 2026. No further information availability.